Manufacturer narrative:
(B)(4). Batch #u5ak9r. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60b reloads present. The reload was received fully fired, with the pan detached from the reloads. The manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and the device was tested for functionality in the straight position with a test reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the reload from the device is the most likely scenario. The device opened and closed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. The instructions for use do contain the following, "caution: [for the 'difficult to open' issue] to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. [For the 'would not reverse knife automatically' and 'would not reverse button force'] slide the knife reverse switch forward to return the knife to home position." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that during a partial hepatectomy, after firing, the knife moved to the distal end, but would not return automatically. The knife reverse button would not work. Used manual override lever to return knife and open the jaw. There were no adverse consequences to the patient. No additional information can be provided.